Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported patient presented with a broken implant at position #14. The head of the dental implant had fractured. When removing the crown, it was found that the implant screw was also fractured. Patient will return for additional appointments.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1mm,sbm,13 (tsv4b13) was returned for investigation. Visual inspection of the as returned product identified significant damage about the implant threads, and fracturing at the collar. The drive feature is noted to contain the fractured zimmer screw. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 (universal) and used for approximately 5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62843169. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62843169) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Supplemental medwatch created as the UDI was incorrectly provided under MFR #0002023141-2020-01924. Sections updated: b4: date of this report. D4: UDI is blank - remains unknown. G3: date received by manufacturer. G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.